Event description:
Information was received indicating that during infusion of life sustaining medication using a smiths medical cadd administration set, it was noted that the line "came undone" at the "purple part" and blood was shooting out of it. The reporter also indicated that the patient noticed the moisture on her shirt and experienced tingling on her right side. Subsequently, new tube was reconnected to proceed with infusion. No further adverse effects were reported.